Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies

Event description:
During an in clinic follow up, loss of capture was observed on the right ventricular (rv) lead. An x-ray imaging was performed and the rv lead was found dislodged. The patient experienced a low heart rate and dizziness as a result. The rv lead was explanted and replaced to resolve this event. The patient was stable.